Manufacturer narrative:
This report is being submitted to provide additional information in the event description (b5) and the device codes (h6). The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing lead impedance measurements from 1200 ohms to 600 ohms remaining within normal limits. As a result, programming enhancements were performed. Subsequently noisy signals on the rv lead were observed. In addition, high capture thresholds were noted. Therefore, lead revision was recommended. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the noise was being intermittently oversensed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in pacing lead impedance measurements from 1200 ohms to 600 ohms remaining within normal limits. As a result, programming enhancements were performed. Subsequently noisy signals on the rv lead were observed. In addition, high capture thresholds were noted. Therefore, lead revision was recommended. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.